Manufacturer narrative:
Based upon the provided information, it appears that an unintentional coagulation of the (metallic) clip by touching it with the instrument used (instrument unknown to us) during activation, the clipped appendix base could have coagulated and the clip could have subsequently become detached. If coagulation had taken place through the instrument and contact with the clip, it is possible that part of the current has flowed via the metallic clip. The esu user manual warns that accidental contact between the active instrument and metal objects in the patient's body (contact with metal artery clamps, etc.) Represents a risk of burns for the patient and that no metal objects in the patient's body must be touched with the active instrument. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a laparoscopic appendectomy (monopolar). The esu's settings were auto cut effect, 180 watts. No information was provided on any of the other involved equipment or accessories. During the procedure sparks occurred intraoperatively in the tissue above the "biological" (nevertheless metal-containing) clip, which injured the tissue on the clip and thus the closure of the appendix base was not sufficient. Therefore to address the issue, the clip was removed and the appendix base was sutured closed. No further information was supplied in regards to the patient's condition.